Manufacturer narrative:
(B)(4). The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, cracked case at the reservoir tube window corners and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated there were multiple cracks at the bottom of the reservoir compartment and on the window near the gold ring and retainer ring was sheered off. The customer¿s blood glucose level was 105 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.